Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a tbna (transbronchial needle aspiration) procedure performed in 2009. According to the complainant, during the procedure, the needle extended and retracted appropriately, but failed to retract into the sheath after the third pass. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a tbna (transbronchial needle aspiration) procedure performed on (B)(6), 2009 ((B)(6), female patient; weight is unknown). According to the complainant, during the procedure, the needle extended and retracted appropriately, but failed to retract into the sheath after the third pass. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation due to contamination; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).